Event description:
Information received from the article: huo et al. Balloon-assisted endovascular treatment of intracranial dural arteriovenous fistulas. Turk neurosurg 2014, vol 24, no: 5, 658-663. 12 patients with davfs (dural arteriovenous fistulas) underwent balloon assisted embolization with onyx. The records of these patients were review retrospectively. The mean age was 43 and 7 of the patients were male. One patient had partial occlusion of the fistula because of early termination of the procedure related to distal onyx migration. This patient was reported to have complex arterial supply and further treatment (endovascular or surgical) would be according to following angiography and clinical symptom. One patient had onyx embolization-related complication of transient right facial hemihypoesthesia. The article reports that most dural arteriovenous fistulas (davfs) can be treated safely and effectively with endovascular onyx embolization. Balloon-assisted endovascular onyx embolization of intracranial davfs is especially suitable for arterial protection and arterial flow reduction in complicated davfs.

Manufacturer narrative:
The report was created to capture the peri and post procedure complications that occurred during and after balloon assisted onyx embolization. All the information was received from the article: huo et al. Balloon-assisted endovascular treatment of intracranial dural arteriovenous fistulas. Turk neurosurg 2014, vol 24, no: 5, 658-663. (B)(4).